Manufacturer narrative:
H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Type of investigation code b14 changed to b22. H.6. Investigation findings code c19 changed to c20. Delete h.10 additional manufacturer narrative for code c19.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, after the initial procedure, a distal type I endoleak from the right leg (an ipsilateral leg of a trunk ipsilateral leg), a distal type I endoleak from the left leg (contralateral leg) or type iiib endoleak and a type iiib endoleak from around the terminal aorta were suspected. On (B)(6) 2023, a reintervention was performed. The right internal iliac artery was embolized using coil and nbca, and two contralateral leg endoprostheses were implanted each in both limbs. It was confirmed the endoleaks were resolved. Then, the procedure was concluded.